Event description:
The customer observed aberrant troponin results for one patient while using the architect stat troponin-I assay. The customer provided the following results (customer cut-off is 0.029 ng/ml): (the sample type is serum) the result generated at 16:09:18 is below the cut-off and the rest of the results are above. 14:56:49 0.032, 15:01:37 0.045, 15:23:14 0.079, 15:23:32 0.114, 16:01:12 0.036, 16:09:00 0.030, 16:09:18 0.026, 16:09:36 0.064. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 41059un13; testing met the acceptance criteria and determined the reagent is performing acceptably. Per the complaint text precision testing using controls produced good reproducibility which further indicates a possible sample integrity issue. Tracking and trending did not identify an adverse trend for the lot in question. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect stat troponin-I, list 2k41-28, lot 41059un13, was identified.